Event description:
It was reported, the stimulation sensation felt like it was ¿revving, like an engine when the pedal is pushed.¿ it was stated, the patient noticed it for four weeks prior to report. It was also stated, the patient had six falls, around the same time frame. Reportedly, when the patient was troubleshooting with the programmer and the implantable neurostimulator (ins) turned off without pressing a button. Additional information received reported that the cause of the event was unknown. Several contacts were found to have high impedances when the device was interrogated during hospital admission. Patient was admitted to the hospital from 2013 (B)(6) to 2013 (B)(6). A revision of the extension was performed on 2013 (B)(6). Reprogramming was done during hospital admission, pre-operatively with 60% improvement of pain control. Removal and replacement of fractured extension wire was performed. Intra-operative testing of the device after extension wire was replaced showed the device was working appropriately. Symptoms associated with the event were a shock-like sensation in the left leg. There was no patient injury and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).